Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, after completing the clamping test, when the tissue was approached, the jaws will not close completely. A new device was used to complete the procedure. There was no patient injury.